Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz cockpit if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during weaning from bypass procedure, the essenz cockpit screen went black. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the complaints database was reviewed over the past 24 months, covering all installed hlm systems globally. No adverse and concerning trends about the reported failure mode have been observed, confirming the isolated nature of the incident. Based on the evidence collected, the root cause of the event was an isolated human error during the software flashing process. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that after the screen went black, the livanova logo was displayed onto the cockpit and the software restarted. In addition, cockpit log files analysis suggests that the issue was caused by an error of the technician during the machine software flashing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.